Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a new pod6 coil for a coil embolization procedure, the technologist noticed that the pod6 coil pusher assembly was bent while the coil was still in its hoop. The bent pusher assembly was found prior to use and therefore, the pod6 coil was not used for the procedure. The procedure was successfully completed using a new pod6 coil.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly hypotube was fractured approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured. This damage likely occurred due to forceful handling of the pod6 during removal from the packaging. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.